Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 03/25/2011, 03/28/2011, and 04/20/2011 by phone, fax, and mail. Additional info was obtained by email on 04/12/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, she noted that the nasal side of the optic was outside the capsular bag. She reported the pt was not having any issues and was happy with vision. In a follow-up, the ophthalmic assistant further reported that an "ac washout" was performed two days following the implant surgery. In a follow-up, the surgeon reported that during a postoperative visit (at three weeks), she noted that the "iol is fine - no rotation, and because the haptics are within the bag, the iol is in good position. The nasal edge, which was anterior to the rhexis, is now right in the plane of the rhexis and looks great." Additional info has been requested.